Event description:
Customer reported that a leak seemed to be coming from the bowl of the mask near the aperture bars. The leak was noticed during use in a pt. The crna reinflated the mask, and when it continued to leak, replaced it with another mask. It was reported that there was no pt injury or problem. The user facility returned the lma for evaluation. No further info is expected.